Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was tested with a test keypad and no frozen screen was noted. It passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were not responding and the display was frozen during a bolus attempts. The blood glucose at the time of the incident was 334 mg/dl. Troubleshooting was not performed. It was advised to remove the battery for five minutes and replace it with a new battery. It was stated that the buttons started responding. It was advised to monitor the device. They called back the next day to report that the keypad was not working. Blood glucose value was 175 mg/dl. The device was returned for analysis.